Manufacturer narrative:
The lens was returned to bausch + lomb for eval. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the intraocular lens was removed intraoperatively from the pt's left eye due to a torn haptic noted during insertion. The incision was enlarged to remove the lens and sutures were used to close the wound. Another lens of the same model was implanted successfully. Please reference MDR# 1119279-2013-00033 for the delivery device used during the event.